Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received for the customer's complaint of defective device. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ infusion set drip chamber collapsed and leaked after being primed with diluent. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "verbatim: 1. When asked about vacuums, tubing complaint collapsed drip chambers, they said they have seen collapsed drip chambers at times. There is not a process to move chemo down to the end of the line (lines primed with diluent) but the nurses said they would move the chemo down the pump if it was a med that was being titrated because otherwise they are ¿titrating saline¿. The nurse moves primes about 15ml down, she said she did it was 20ml once but felt that volume contributed to a hypersensitivity reaction. They use unbonded texium connectors, and want bonded chemo safety devices. The ce with us told us that vancouver is in the process of choosing a chemo safety device, after recently completing their own testing on different brands, and they would address this question internally. Cpc reviewed potential contributing factors for volume leftover and optimizing infusions. 2. 4. Since air in the line was mentioned, the tubing complaint clinician also mentioned occasionally having small bubbles in the IV set. The tpc asked the clinician to identify the ail sensor and the clinician identified the membrane area and pressure sensors. The tpc reviewed the ail assembly location and function and provided instruction on proper set loading after observing the clinician not threading the tubing through the ail assembly and tugging the tubing in a down and back motion. The tpc directed informed the cpc about the air in the line, and the cpc provided instruction on proper priming procedures, preventing ail and ail troubleshooting."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set drip chamber collapsed and leaked after being primed with diluent. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "verbatim: 1. When asked about vacuums, tubing complaint collapsed drip chambers, they said they have seen collapsed drip chambers at times. There is not a process to move chemo down to the end of the line (lines primed with diluent) but the nurses said they would move the chemo down the pump if it was a med that was being titrated because otherwise they are ¿titrating saline¿. The nurse moves primes about 15ml down, she said she did it was 20ml once but felt that volume contributed to a hypersensitivity reaction. They use unbonded texium connectors, and want bonded chemo safety devices. The ce with us told us that vancouver is in the process of choosing a chemo safety device, after recently completing their own testing on different brands, and they would address this question internally. Cpc reviewed potential contributing factors for volume leftover and optimizing infusions. 2. 4. Since air in the line was mentioned, the tubing complaint clinician also mentioned occasionally having small bubbles in the IV set. The tpc asked the clinician to identify the ail sensor and the clinician identified the membrane area and pressure sensors. The tpc reviewed the ail assembly location and function and provided instruction on proper set loading after observing the clinician not threading the tubing through the ail assembly and tugging the tubing in a down and back motion. The tpc directed informed the cpc about the air in the line, and the cpc provided instruction on proper priming procedures, preventing ail and ail troubleshooting."